Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product evaluation: the product investigation could not identify a root cause for the reported complaint.it was provided that the surgeon does not feel like the lens is the cause. (B)(4).

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported white and red blood cells along with small iris transillumination in an eye following an intraocular lens (iol) implant procedure. The surgeon does not wish to be contacted and that this is the only information that will be provided. The surgeon does not feel like the lens is the cause.